Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag was leaking from a small hole in the bag. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The alleged product was an exactamix 3000 ml eva tpn bag. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection and functional testing were performed and noted the reported leak. It was found that the administrative port cap had detached. The reported problem was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.